Manufacturer narrative:
D1: corrected brand name. D4: corrected serial number. Investigation summary: ppae/vessel perforation/hypotension/major bleed/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details.

Event description:
64-year-old female patient with cardiomyopathy presents to outside hospital with nstemi. During intervention on lad, patient begins to decompensate after failing to open the artery. CPR successful. Impella cp then implanted in emergency bailout manner in right femoral artery. Intervention then completed with impella support; however, lad appeared to have been perforated. Patient continued to have low blood pressures, drugs added, patient sent to ICU. Patient then transferred to advanced care facility, where ECMO is added as the primary support device, and planned escalation to impella 5.5, which was aborted for a second impella cp via the axillary artery. Patient continued decompensating, and sternotomy performed. Bleeding from perforation present, however physician was unsure of if perforation was from wire or existing lad perforation from outside hospital, along with the act being 496. Perforation fixed, and patient stabilized after 3 unit blood transfusion despite efforts the family decided to withdraw care. Impella cp will be coded to cardiac arrest, perforation, hypotension, and major bleed, even though most of these events may have occurred before impella insertion. The second (axillary) impella cp will be conservatively coded to death, although the patient's critical disease state is the most likely cause.

Manufacturer narrative:
B5 updated. Section d UDI was corrected. Section e1 was omitted in initial report and has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy and recent myocardial infarction experienced progressive deterioration despite mechanical and medical support. After transfer to an advanced care facility, a second impella cp was initiated through the axillary artery, and suction with markedly reduced flow occurred immediately. The patient developed severe hypotension and ventricular tachycardia, requiring cardiopulmonary resuscitation and defibrillation. Extracorporeal membrane oxygenation was initiated, and surgical exploration revealed arterial bleeding from a left ventricular perforation. The clinical team was unable to determine whether the perforation was related to prior coronary intervention or guidewire manipulation, and the patient had significant anticoagulation at the time. The perforation was repaired and the patient received blood transfusions, with temporary stabilization on extracorporeal support. Despite ongoing treatment, the patient failed to recover, and the family elected to withdraw care.